Event description:
It was reported that the incision site of the patient was bleeding due to an infection. The patient was hospitalized and was provided with antibiotics. The patient underwent a spinal cord stimulator (scs) explant procedure. No further information has been obtained. Additional information was received that the patient was doing well postoperatively and the explanted devices were disposed of by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-lead fixation-MRI. Upn: m365sc2408560. Model: sc-4319. Batch: 37085910 UDI: (B)(4).

Event description:
It was reported that the incision site of the patient was bleeding due to an infection. The patient was hospitalized and was provided with antibiotics. The patient underwent a spinal cord stimulator (scs) explant procedure. No further information has been obtained.